Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a battery out limit alarm and was not able to clear. Customer reported of losing battery cap and was not able to wear insulin pump for two weeks. Customer's blood glucose was 551 mg/dl after removing pump and treated with manual injection. Battery cap would be replaced.